Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging display issue: there was a black line on the screen but it was on the "plastic part" and she was able to wipe it off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.